Event description:
It was reported that the device cut, but did not staple. The doctor had to convert to an open procedure. The case was still ongoing. The device is available for return. There was no blood loss. The case was converted to open from laparoscopic because of the staple line opening.